Event description:
It was reported that an fsl3+ sensor would not connect to the ilet app, resulting in repeated scan errors despite attempts including toggling nfc, reinstalling the app, toggling automatic time, switching sensor type, and restarting both the phone and pump; the user also attempted to install the ilet app on another phone and became disconnected during the process. Symptoms included no alerts or alarms related to glucose data. Outcomes included interruption of continuous glucose data acquisition. Investigation included guided troubleshooting and user education focused on connectivity, app reinstallation, device restarts, and sensor type settings. Investigation of this case revealed a persistent connectivity failure between the fsl3+ sensor and the mobile app without evidence of device alarms, consistent with a communication or pairing issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication failure related to sensor-app connectivity.